Event description:
Loss of integration. During clinical procedure (uncovering) (B)(4) found that the implant did not integrate, and reported the event as a loss of integration. Autoclave was the method of decontamination used. There were no injuries, no surgical intervention nor delay in the surgical procedure.

Event description:
Loss of integration. During clinical procedure (uncovering) dr. (B)(6) found that the implant did not integrate, and reported the event as a loss of integration. Autoclave was the method of decontamination used. There were no injuries, no surgical intervention nor delay in the surgical procedure.